Event description:
It was reported by the hospital's biomed that the device will not operate on battery power. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event.